Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03959. It was reported that stent thrombosis occurred. The target lesion was located in the left anterior descending (lad) artery. The patient was well heparinized with an activated clotting time (act) well over 400. A 2.75 synergy¿ drug-eluting stent and a 4.0 synergy¿ drug-eluting stent were selected and successfully deployed. The procedure was then completed. However, before the patient got off the procedure table, the patient complained of chest pain. Angiogram was performed and revealed stent thrombosis. The physician confirmed there was no-h dissection that would cause the thrombosis. The thrombosis was treated. No further patient complications were reported and the patient's status was fine.